Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
This pi is for the tha case. Mps reported error during presurgery check. Mps received "child process exited abnormally and error reading startup script" error. Mps was able to clear by restarting. However, since the error occurred cuts appear inaccurate. Surgeon reported discrepancies between what was on the screen and on the patient. Abnormal behavior continued over a tka and tha case.

Event description:
This pi is for the tha case. Mps reported error during presurgery check. Mps received "child process exited abnormally and error reading startup script" error. Mps was able to clear by restarting. However, since the error occurred cuts appear inaccurate. Surgeon reported discrepancies between what was on the screen and on the patient. Abnormal behavior continued over a tka and tha case.

Manufacturer narrative:
Reported event an event regarding pre-surgery check failure involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: mps reported error during presurgery. Observed errors in logs. Cleaned fibers, camera and verified visidiscs fully seated. Reloaded app software. Performed all applicable testing. Performed rio registration with successful results. Placed robot back into service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.